Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-06920. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the complaint device and lack of provided imagery, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdrawal difficulty was unable to be confirmed. A review of DHR, lot history and the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per report, ''the angle of the native annulus was 75 degree and a dilated ascending aorta with a very horizontal orientation''. A potential high degree of patient access vessel tortuosity can create non-coaxial withdrawal angles, which can result in the distal end of the delivery system catching onto the sheath and subsequently contributing to reported withdrawal difficulties. This is supported by reports of ''after the sheath was removed, it was found that the inner liner of the sheath was bunched along the edging of the balloon and ''free'' of the outer jacket''. Available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the reported events. However, without the return of the complaint device, a definitive root cause was unable to be determined. In this case, the vascular injury cannot be confirmed, however, maybe related to delivery system withdrawal difficulty. Since no product non-conformance was confirmed and no IFU/training manual deficiency was identified, product risk assessment escalation and a corrective/preventative actions are not required.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 29mm sapien 3 in the aortic position via transcarotid approach, the angle of the native annulus was 75 degees and a dilated ascending aorta with a very horizontal orientation. The valve was mounted, advanced, and deployed within the native aortic valve. Some paravalvular leak (pvl) was noted and an additional volume was added to the balloon for post-dilation. As the delivery system was being retracted into the sheath, the tip of the sheath was seen on fluro to appear to be "kinking". The system was advanced back out of the sheath and additional negative pressure applied to the balloon. Again, the system was pulled back into the sheath, however as the balloon entered the esheath the "kinking" of the esheath was noted again. The balloon was again advanced slightly out of the esheath and partially inflated to confirm that the delivery system was in-line with the esheath. The balloon again was deflated and attempted to be pulled back into the esheath without success. The team elected to do a small cut-down to remove the system as a unit and repair the carotid artery with a patch. After the sheath was removed, it was found that the inner liner of the sheath was bunched along the edging of the balloon and "free" of the outer jacket. A surgical repair was then performed on the left common carotid. Per follow-up the fcs confirmed from a sample photo indicating the liner was delaminated.

Manufacturer narrative:
This is 1 of 2 manufacturer reports being submitted for this case. Please reference related medwatch (B)(4). Investigation is ongoing.